Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient's implantable neurostimulator (ins) for fecal incontinence and gastrointestinal/pelvic floor. Hcp said the patient was in the operating room (or) for a pacemaker so the ins was turned off. During the procedure, the patient was in atrial fibrillation so cardioversion was performed. When the hcp went to turn the ins back on, the power on reset (por) message appeared. At the time of the call, the hcp only had the patient programmer (pp). No troubleshooting could occur at the time of the call due to lack of access to product; they didn't have a clinician programmer (cp). The call center reviewed they would need to see an hcp and/or manufacture representative (rep) to have the ins interrogated with a cp. The next day, the patient called in regarding the por and it was reviewed that the por needs to be cleared with a cp; the patient was still in the hospital from having the pacemaker implanted. The call center reviewed the national answering service with the patient. The patient then handed the phone to the hcp; the national answering service was reviewed with them as well. As a result of what was reported, the hcp took the national answering service's phone number and would have the nurse page a rep. No further patient complications have been reported as a result o f this event.